Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) occurred on this pacemaker system due to high out-of-range pace impedance of greater than 2,000 ohms on the non-boston scientific right atrial (ra) lead. Subsequently, there was noise and oversensing on the ra lead noted in one of the stored electrograms (egm). The pacemaker was reprogrammed to bipolar sensing with unipolar pacing and the lead safety switch (lss) feature was turned off. This product remains in service. No adverse patient effects were reported.